Event description:
A laparoscopic ovarian cystectomy was in progress when the surgeon saw an excessive amount of smoke as he coagulated tissue with a bipolar forcep. No injury occurred and the procedure was completed without any other specific problems being reported.